Manufacturer narrative:
Please disregard previous report 3004464228-2025-18670-00. Per additional information obtained by insulet's global product monitoring safety team on june 23, 2025, it was discovered the reported issues were not caused from an omnipod product. The reported issues were found to be related to the patient's cgm (continuous glucose monitor) which is not manufactured by insulet.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical treatment. We are unable to confirm the reported detached cannula or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported the cannula of her pod broke off in her body resulting in the infusion site bleeding for about 5 minutes. The patient stated she sought medical treatment at a facility to get imaging done, but the facility did not have an imaging unit and "passed her along". The patient reported that her leg was swelling, and she was going to the emergency room. No impact on blood glucose levels was reported. The call was prematurely disconnected. Product support made 3 due diligence attempts to reach the patient for additional information without success. It is unknown at this time if the patient sought additional medical attention at the emergency room, and if so, what treatment was provided. If additional information becomes available, a supplemental report will be submitted.